Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call saying that they had low blood glucose value. Customer woke up with the blood glucose value of 40mg/dl. Customer also had blood glucose values of 95mg/dl, 68mg/dl, and went to bed with 172mg/dl. Customer also reported about the beep anomaly. Customer stated that the pump was neither beeping nor vibrating. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump passed tone check and vibrate check during self-test. No unexpected beeping nor vibrating anomalies were noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.